Manufacturer narrative:
There are no devices of this lot remaining in inventory for analysis. Quest medical, (B)(6). Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He reported that the delivery set was observed to be leaking towards the end of the procedure. The perfusionist stated the leak was discovered when they were done delivering cardioplegia. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
The returned complaint sample was attached with fluid delivery source and identified leak. The mps disposable pump cassette found delaminated below the blood inlet bushing at weld seam area. The complaint condition was confirmed. The device history records for this lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition.